Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "uncomfortable shocks." The shocks were reported to occur when the patient was "de-tagging" security tags from devices. It was stated that the shock "ran up the arm" that was "into contact with the tag." It was noted that this sensation had not occurred "before she had her device fitted." It was additionally noted that the patient "experienced some discomfort when entering the store and walking between the main security at the front of the shop." It was noted that the patient was receiving "excellent efficacy" and that they were "doing well" at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.